Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the initial test, prior to use on a patient the display of the cs300 intra-aortic balloon pump (iabp) froze. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge fse evaluated the iabp and replaced the assy,dsply controller pcb to address the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
The customer has requested (B)(4) to submit a quote for the repair of the iabp in connection with this event. However, the customer has not accept or reject the quote for the repair yet. A supplemental report will be submitted when this information is provided to us. Customer request a quote but did not accepted yet.

Event description:
It was reported about the failure of the display in the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.